Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. Is the patient using a receiver, mobile device, or both? And device(s) the user's transmitter is/are paired with no product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.